Event description:
The wife of a (B)(6) male patient call zoll customer support to report that the patient was receiving check electrode belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case, causing the reported check electrode belt alarms. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from damaged monitor connector. The patient received a replacement monitor.